Event description:
Additional information received noted that the patient presented in clinic. Upon investigation, the right atrial lead exhibited high impedance, and fracture was suspected. The lead was currently sensing well but was unable to pace. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received noted that the patient presented in clinic. The physician elected to monitor the right atrial lead for now. No harm to the patient was reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibration from the device and presented in clinic. Upon interrogation, the right atrial lead exhibited unknown capture, low sensing, and high impedance. Lead fracture was suspected. No intervention was performed. The patient was stable.